Manufacturer narrative:
Additional information: device manufacture date. Corrected data: device available for evaluation? The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intra-operatively from the patient's right eye due to the haptic "caught" during injection. The incision was enlarged to remove the lens and a backup lens was implanted successfully. The patient's current status was described as "good".